Event description:
The event is reported as: the customer alleges the plastic connector crumbled during use on a pt. There was no reported harm or injury to the pt. Note: as a precaution, a pulmonologist was called to scope the pt (bronchoscopy) to verify there were no plastic shards broken off in the lungs. The bronchoscopy identified no plastic shards in the pt's lungs and he/she was transported without incident.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.